Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to reach out if any issues arise again.